Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4)

Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified medication. The male adapter of an unspecified device was connected to the removable clave port of the tubing set. The secure lock male adapter of the tubing set was connected to the pt's access site. After an unspecified length of time in use, an unspecified volume of medication and drops of blood leaked from luer connection of the removeable clave port male adapter and the winged female adapter of the tubing set. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.